Manufacturer narrative:
Result: the neuron max 088 long sheath is kinked approximately 14.5 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that the neuron max 088 long sheath kinked during use causing damage to three neuron delivery catheters. Evaluation of the returned devices revealed one neuron max with no damage and a second neuron max kinked in the distal shaft. Two neuron delivery catheters were returned, both with damage in the distal shaft. The inconsistencies between what was described in the complaint and what returned make determining the root cause difficult however, it appears that one of the neuron max long sheaths kinked when the neuron delivery catheter was inside the sheath. Once this kink occurred, another device would not have been able to be advanced through the catheter therefore; it is unknown how the second delivery catheter was damaged. These catheters are 100% visually inspected for damage during processing. The damage seen may have been due to mishandling of the devices during preparation or when attempting to place the devices during the procedure. This MDR is associated with MDR 3005168196-2014-00476, 00478, and 00479.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 and a neuron 6f 070 delivery catheter. During the procedure, a neuron max, a neuron delivery catheter 070, and another neuron catheter became kinked. There was no report of an adverse effect on the patient.